Event description:
(B)(4). No serious injury alleged. Malfunction alleged.the end user alleged that the pump is not staying up. He states that when he is in the lift, it will start to come down. MDR filed.